Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon observed arcing coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the tip cover accessory is returned for evaluation, a follow-up MDR will be submitted. On march 18, 2011 an isi representative provided the surgeon and the site's robotics coordinator with tip cover damage or arcing recommendations for prevention. Multiple attempts have been made to obtain additional information from the site regarding this event, however, as of the date of this report, no additional information has been provided. Since the recommendations for prevention were provided, as of april 7, 2011, no further arcing events have been reported by (B)(6) hospital.